Event description:
The pt contacted lifescan alleging that her one touch ultra meter would not power on. The last result was obtained one week prior to calling lfs. The pt reported visiting her physician's office and a result of 160 mg/dl was obtained on the hcp meter. No treatment was received. The pt neither alleged harm nor experience injury or medical intervention. The customer care rep verified that the correct test strips were being used, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not power on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.